Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified artery. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported.